Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the compact air drive device was defective was confirmed. An assessment was performed and it was observed that the attachments could not be attached, and the device would not oscillate when the trigger was pressed. During repair it was observed that the motor of the device had seized and was worn, the bearings were corroded, the soft mode switch was worn, and the upper trigger was binding. It was further determined that the device failed pretest for trigger forward/reverse mode, and attachment coupling with attachments assessment. The assignable root cause of these conditions was determined to be due to wear from normal use over time, and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the compact air drive device was defective. During in-house engineering evaluation it was observed that the attachments could not be attached, and the device would not oscillate when the trigger was pressed. It was further determined that the device failed pretest for trigger forward/reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.